Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The spouse reported via phone call that the customer passed away from a drowning. The details of the customer's death was not provided at the time of the call. Pending further information from family members to complete the death notification. The caller declined to return the insulin pump for analysis.